Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate was inaccurate. The customer¿s blood glucose level was 146 mg/dl. A new cartridge was successfully loaded to address the event and the fill estimate was accurate.